Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage on (B)(6) 2017, service found the unit had thermal damage.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the unit had thermal damage. The unit was triaged and the reported condition was confirmed. The unit was disassembled and thermal damage consistent with a short was found on a component in the main printed circuit board assembly. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.